Event description:
It was reported the device was explanted and replaced after reaching elective replacement indicator (eri) level. It is unknown whether or not the physiologist alleged a malfunction against the device. The patient was in stable condition.

Event description:
Additional information received indicated the device was explanted and replaced after reaching normal elective replacement indicator (eri) battery level. During the procedure, the physician alleged a complaint that the autocapture function was turned off and the device was programmed at a fixed output.

Manufacturer narrative:
The device was received in backup mode which occurred post-explant, and with battery voltage at end of service level. Review of the device image indicated the device triggered a false elective replacement indicator (eri) alert consistent with auto-capture and high output condition. The device code was re-loaded, and the pacer was set to nominal conditions after replacing the battery. Electrical testing was performed under nominal condition and indicated normal functionality. An evaluation of the output indicated all parameters were within normal range of operation. Additionally, a longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.